Event description:
Subsequently, boston scientific received information that this patient died in (B)(6) 2013. There were no reported allegations that the prior product experience caused or contributed to the patient's death. Boston scientific received information that this patient died in (B)(6) 2013. There were no reported allegations that the prior product experience caused or contributed to the patient's death. According to the local representative, the device was interrogated post-mortem at the medical examiner's (me) office. The local representative provided the me with a device-generated report and briefed the physician with information from the device interrogation. From the physician's perspective, the patient died in a car accident. The police report mentioned that 'excessive speed' may have contributed to the accident. A review of the device's arrhythmia logbook did not identify new stored episodes since the previous device interrogation. There was no indication of any undersensing, oversensing or the need to treat by the device from the most recent interrogation. The me has retained possession of the device.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out-of-range (oor) shocking impedance of greater than 125 ohms. Prior to device changeout, shocking impedance was measured at 120 ohms. After connecting with the new device, shocking lead impedance was greater than 200 ohms in the triad configuration and coil to can configuration with commanded measurements. An open circuit condition fault code displayed during shock delivery for defibrillation threshold (dft) testing at 31 joules. The device detected and converted appropriately. After dfts, shocking impedances were measured to be in 130 to 140 ohms. The physician decided to leave the lead in place due to patient condition. The device was set to a single zone of 200 beats per minute (bpm) with duration extended to 10 seconds. Boston scientific technical services (ts) stated that it is either a lead fracture or connection issue. Also, ts stated that a commanded synchronized 1.1 joules could be performed and max energy shocks to test shocking impedance but since an open circuit condition was noted during shock delivery, lead was being compromised. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.